Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash on her neck went down her arm and the side of the chest and on some of her back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed doxepin hcl 10mg,and triamcinolone .1% cream for the rash. Follow up indicated that the rash improved.